Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05156. It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device and delivery system (wds) was advanced. The was deep seated in the laa, but not pushing on the tissue. The closure device was deployed, but it was canted. There was a shoulder on one side and a leak on the other. It was not sitting coaxial to the ostium. Therefore, it was fully recaptured and removed from the patient. An effusion sweep was performed and no effusion was noticed. A 27mm watchman laa closure device and delivery system (wds) was then used and advanced. The closure device was deployed and released. The procedure had no complications. During the night the patient developed a pericardial effusion with tamponade. A pericardial tap was performed that removed 400cc of fluid. The patient is currently doing fine and has been discharged from the hospital.